Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that during a procedure the scope was discovered to be foggy. A visual inspection was performed and showed the scope to have a bent outertube, crack weld, broken negative lens with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the scope was foggy. A backup device was not available. No patient injury or complications were reported.